Event description:
During the incoming inspection the distributor found image interferences. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
We found out that it was a problem with ccd. The ccd chip replaced. If additional information becomes available, a supplemental report will be filed with the new information.